Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were requiring multiple presses to respond. The patient stated that the issue onset a couple weeks earlier. The patient confirmed that there was no known damage to the keypad and no known moisture issues with the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with a wet cloth. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow button had intermittent response. The remainder of the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The audio bolus button was noted to be partially detached but had normal response. A damaged audio bolus button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged audio bolus button should be clearly visible and warns the patient to discontinue using the pump.